Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient noticed severe pain at the site and removed the pod. Upon pod removal, swelling, purulent discharge and bruising as big as the pod was noted. As treatment, the patient was prescribed by the doctor an oral antibiotic cefovit forte and aflumycin ointment.